Event description:
The customer returned the colonovideoscope to the service center for evaluation related to separate issue. During testing, the service technician identified the device had a blackout no image issue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to a malfunction of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.